Manufacturer narrative:
Concomitant medical products: 184764 - series a pat std 31 3 peg - 403710. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. During the revision surgeon on (B)(6) 2018, the surgeon found yellow synovium and synovitis present. Tibia appeared rotated and femoral component appeared too large. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 141232 - biomet cc cruciate tray 67mm - j3846526; 00111214001 ¿ palacos r 1x40 single ¿ 84624544; 00111214001 - palacos r 1x40 single ¿ 84624544; 189040 - vngd ant stblzd brg 10x67 - 312810. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -01480.

Event description:
It was reported that the patient underwent right total knee arthroplasty followed by a patellar replacement 3 months later. The patient was revised 12 months later due to migration of the tibial component. It was also noted that the femoral component appeared too large. The tibial and femoral component were removed and replaced.